Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 30-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included monilia nos on (B)(6) 2009 and vaginitis on (B)(6) 2009. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included galactorrhea since (B)(6) 2016, iron deficiency anemia and breast pain. Concomitant products included ibuprofen (motrin), naproxen since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal candidiasis ("vulvo vaginitis due to candida"), 3 months 25 days after insertion of essure. In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) menses very painful"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/ menorrhagia with regular cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced vaginal infection ("acute vaginitis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cystitis ("bladder infection"). The patient was treated with surgery (on (B)(6) 2018hysterectomy(full),bilateral salpingectomy laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal discharge, vulvovaginal pruritus, vaginal haemorrhage, vulvovaginal candidiasis and vaginal infection had resolved and the abdominal pain, cystitis and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain- pelvic/abdominal pain, dysmenorrhea, menorrhagia, bladder/urinary problems- bladder infect., vaginal discharge. As per mr: there are 4 coils in left tube and 5 coils in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: as per pfs: total bilateral occlusion. As per mr: bilateral essure micro· inserts in satisfactory position with evidence of bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vulvovaginal candidiasis, pelvic pain, vulvovaginal pruritus, dysmenorrhea, menorrhagia, vaginal infection lot number: 731603 manufacturing date: 2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a (B)(6) female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included monilia nos on (B)(6) 2009 and vaginitis on (B)(6) 2009. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included galactorrhea since (B)(6) 2016, iron deficiency anemia and breast pain. Concomitant products included ibuprofen, naproxen since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vulvovaginal pruritus ("vaginal itching"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal candidiasis ("vulvo vaginitis due to candida"), 3 months 25 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) menses very painful"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/ menorrhagia with regular cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced vaginal infection ("acute vaginitis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and cystitis ("bladder infection"). The patient was treated with surgery (on (B)(6)2018 hysterectomy(full), bilateral salpingectomy laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal discharge, vulvovaginal pruritus, vaginal haemorrhage, vulvovaginal candidiasis and vaginal infection had resolved and the abdominal pain, cystitis and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain- pelvic/abdominal pain, dysmenorrhea, menorrhagia, bladder/urinary problems- bladder infect., vaginal discharge. As per mr: there are 4 coils in left tube and 5 coils in right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: as per pfs: total bilateral occlusion. As per mr: bilateral essure micro· inserts in satisfactory position with evidence of bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vulvovaginal candidiasis, pelvic pain, vulvovaginal pruritus, dysmenorrhea, menorrhagia, vaginal infection. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain- pelvic/chronic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder infect., vaginal discharge, weight gain, vaginal itching. Lab data and reporter's information was added. On (B)(6) 2019: plaintiff fact sheet received. Events: abnormal bleeding(vaginal), vulvo vaginitis due to candida, acute vaginitis were added. Event outcome was updated for the events: pelvic pain, vaginal discharge, vaginal itching, cramping, abnormal bleeding (vaginal, menorrhagia), vulvovaginitis due to candida, acute vaginitis. Lot number was added. Concomitant drugs, conditions and reporter's information were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.